Event description:
It was reported that after replacing an implanted defibrillator (ICD) the right ventricular lead impedance, the defibrillation coil impedance and the stimulation thresholds were high; also, there was oversensing. The lead connection to the ICD was revised, sensing returned to normal and the system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.